Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. During introduction of a 3.00 x 32mm synergy xd drug-eluting stent, the stent fell off from the delivery system. The stent got caught into co pilot and the device was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.